Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer complained about the insulin pump not delivering insulin. It was stated that the insulin jelled up inside the tubing. Customer is not sure if the weather affected it. It was also reported that the customer was hospitalized due to high blood glucose. Blood glucose value was 560 mg/dl; customer treated with insulin injection before the hospitalization. Customer was dehydrated, vomiting and in pain. Customer experienced diabetic ketoacidosis. Customer was wearing the insulin pump at the time of hospitalization. He was treated with insulin intravenous drip. It was stated that no issues were found when removing the infusion set. Customer received a no delivery alarm which was resolved by a complete infusion set and reservoir change. Customer declined to troubleshoot for high blood glucose as he did not think that the insulin pump was the cause. Nothing further reported.